Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following injuries: hand and body, hand dermatitis, hives, wheezing, runny eyes and nose, shortness of breath, anaphylaxis, emotional distress, inability to engage in normal activities, great dispair, loss of enjoyment, and loss of earnings.